Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, device logs were provided for review. Review of the logs confirmed that the reported "ECG no signal" issue was due to the incorrect ECG lead view selected during use. The event began with a successful 30 j test shock, after which the device did not detect a valid patient connection until 19:03:08. Although proper patient impedance was established via pads, the ECG view was not switched to "pads view". Log review showed that the user cycled through multiple lead views (lead ii, I, iii, avr, avl) and remained in lead view for the remainder of the event. The device functioned as intended. Analysis for reports of this type has not identified an increase in trend.